Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly remain a non-user of the device. Additional treatment details and information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues due to fibrosis ossification on the device. The recipient is presenting with swelling at the implant site. The recipient's issues started in (B)(6) 2019. Revision surgery is being considered.